Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a "settings not available" message was seen when the patient tried to increase intensity. The patient as on group a and did not have any other groups to try. The patient tried going down to 0 on two programs. On one program she was able to go back up to 0.6 and then got the message. On the second program she went down to zero and was not able to go back up. The patient mentioned she fell about 3 days prior to the report and hurt herself really bad. The patient had a big, black, dark bruise on the right side ins. An impedance check was done on (B)(6) 2019. The right side ins showed high impedances (able to use contacts 6,7,8,9,10,11). The programs were checked to make sure the contacts with high impedances were not used and reprogrammed around those contacts. The patient was no longer getting the message on her remote. The issue was reported to be resolved. No further complications were reported.